Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result of 60.99 umol/l was generated for a patient sample ((B)(6)) that retested negative at 8.15, 9.1 and 7.75 umol/l. The customer reported the result of 8.15 umol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated result included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 14343ui00 was evaluated using world wide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 14343ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. World wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 14343ui00 was identified.